Event description:
Sterile surgical pack was opened, and a long hair was found inside. The surgical team noticed the hair prior to patient entering the room and was able to dispose of all contaminated supplies and open new ones.